Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are not separating properly. The following information was provided by the initial reporter: "one of our lab aides noticed that we are not getting a proper separation barrier with the gel in the sst tubes. I have attached a list of the lot number and expiry date of some examples. The samples were received from various location ed, pauls, vincents, opd, joesphs and spun in different centrifuges."

Manufacturer narrative:
Medical device expiration date: unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d1: medical device brand name: bd vacutainer® sst¿ ii advance plus blood collection tubes. D4: medical catalog number: 367954, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are not separating properly. The following information was provided by the initial reporter: "one of our lab aides noticed that we are not getting a proper separation barrier with the gel in the sst tubes. I have attached a list of the lot number and expiry date of some examples. The samples were received from various location ed, pauls, vincents, opd, joesphs and spun in different centrifuges." Material number has been updated and corrected to 367954.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are not separating properly. The following information was provided by the initial reporter: "one of our lab aides noticed that we are not getting a proper separation barrier with the gel in the sst tubes. I have attached a list of the lot number and expiry date of some examples. The samples were received from various location ed, (B)(6) and spun in different centrifuges."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. There were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to confirm the customer¿s indicated failure mode, poor barrier separation, because the defect was not evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Our business team regularly reviews the collected data for identification of emerging trends.